Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, low blood pressure and had fallen. It was further reported that the right ventricular (rv) lead exhibited oversensing noise with an elevated sensing integrity counter (sic). The rv lead remains in use. No further patient complications have been reported as a result of this event.